Event description:
The discovered problem of under delivery was found by the baxter service technician during service. The customer stated that the device was not involved in any patient incident since the last baxter service event.